Event description:
The pt reported the infusion set adhesive does not properly stick to her skin and she experienced elevated blood glucose of 438 mg/dl. Her normal blood glucose level is 80-140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.